Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, the bi-vad patient presented to the hospital after experiencing 6 shocks from their implantable cardio defibrillator (ICD). They also had symptoms of fatigue and chest tightness. The patient had been in continuous ventricular tachycardia/ventricular fibrillation (vt/vf). A transthoracic echocardiogram (tte) revealed that their left ventricular assist device (lvad) inflow cannula was against the patient's septum. The pump speed was lowered a total 300 rpm, decreased from 6200 rpm to 5900 rpm. They were given a bolus of lignocaine and lignocaine infusion. The patient was then sedated and received 4 external direct current (dc) shocks and was converted to sinus rhythm. It was noted that the patient had a prior history of atrial fibrillation (af) and vt prior to lvad. Related manufacturer report number for lvad: 2916596-2023-07975.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.